Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometimes buttons of insulin pump was sticky and unresponsive. The customer¿s blood glucose level was unknown. The customer stated that there was crack near the screen of insulin pump. The customer stated that they takes longer for programming to load after battery was replaced. The insulin pump will not be returned for analysis.